Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain. As of (B)(6) 2024, the pump was previously used to deliver unknown morphine 1mg/ml and newly used to deliver hydromorphone 5mg/ml. Dose information was not reported. As of (B)(6) 2024, the pump was currently used to deliver hydromorphone 5mg/ml at minimum rate mode and newly used to deliver 2.5mg/ml at an unknown dose. It was reported that the patient was having trouble breathing on (B)(6) 2024 after they refilled the pump with an increased concentration and dose. The patient had oversedation symptoms. As of (B)(6) 2024, the patient was in the hospital and they wanted to decrease the infusion, but it said "out of range". The nurse wanted to know if there was any way to override this. Technical services review the option of programming to 0.03mg/day or minimum rate and "0.24 for the lowest simple". The nurse was going to contact the doctor to get orders. As of (B)(6) 2024, the pump had been programmed to minimum rate and, on (B)(6) 2024, they were going to fill the pump with a lower concentration and dose. The nurse could not program a bridge bolus as the dose was prescribed. Technical services reviewed the removing system contents procedure or minimum rate for "months".

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.